Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for variceal ligation during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2016. According to the complainant, after deploying an unknown amount of bands while the varix was suctioned into the housing, the trip wire broke and the bands could not be deployed. The site began to hemorrhage. The patient was then taken to the operating room and a compression balloon was used to treat the hemorrhage. It was reported that the patient had to be resuscitated and sent to the intensive care unit (ICU). The patient¿s condition following these events is unknown, however it was reported that the procedure was completed (with a different device).